Event description:
This pt had a total knee replacement approx 7 years ago at another facility. He was admitted to hosp for a revision of the total knee in 2/94. Per the surgeon, the polyurethane had been heat treated and this caused the device to fail.